Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead experienced helix retraction and sensing issues. The sensing and threshold values were poor and the lead was repositioned several times. The physician extracted the lead, since the helix was not retracting. The programming of the device was change since the procedure was prolonged and the ra lead was not implanted. Due to the patient age continuing with the procedure could have posed a risk. This lead was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 updated, h6 updated code 3009 added. Patient code 3191 captures the reportable event of prolonged procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead experienced helix extension issues during and was not able to be successfully implanted. The lead was repositioned several times due to poor sensing and threshold values. The physician removed the lead since, due to the patient age, prolonging the procedure could have pose a risk to the patient, therefore, this is considered a serious injury. This lead was not replaced. The device was reprogrammed for right ventricular (rv) lead only. No additional adverse patient effects were reported.